Event description:
Patient had right l5-s1 minimally invasive microdiskectomy with metrx system. Surgeon was using the curette. When the curette was removed from the incision, the cup/tip was missing. Cup/tip was in the patient. Procedure was being done under fluoroscopy. The cup/tip was retrieved with the aid of fluoroscopy.====================== manufacturer response for bayonet curette, bayonet curette (per site reporter).====================== manufacturer wants the curette to inspect. Will be giving the instrument to them.